Event description:
The customer's roommate stated that the customer was hospitalized for low blood glucose. The roommate reported a blood glucose reading of 45 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. There was an alarm history from two days prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.